Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient really doesn't know the cause of charging more frequently/the implant draining faster except that they are an 82 year old very active person, maybe more charging time the battery needs to be stronger than 1 charge per day. The steps taken to resolve the issue were that the patient was sent a new charging cable, its working fine except they have to charge twice a day. It was noted that the issue has not been resolved, but this stimulator is the best they've had for their back problem in 40 years.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the ins charge used to last for a day and a little bit more on normal use of settings around 5, however lately the patient had been charging every day. They would charge at night and when they wake up in the morning the ins level would be at zero. The night prior to report, it was charged to 90% and then the following morning it was down to zero and the patient knew it because their back was hurting. Normally, the ins would be 40-50% when they wake up in the morning. The patient confirmed they did not change settings lately. They also reported the recharger telemetry module (rtm) relay box sometimes heats during recharging. A replacement rtm was sent out. The patient was directed to follow up with their healthcare provider (hcp) / manufacturer representative (rep) if they continue to have to charge frequently.